Manufacturer narrative:
(B)(4). Malformed clip. The analysis results found that the (B)(4) device was returned in good visual condition. Four scissor clips were returned, the clips were analyzed and no conclusion could be reached as to how the clips became scissored. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was misfiring. The clips were coming out not formed correctly. It is unknown how the procedure was completed. There was no patient impact. No other details are known.